Manufacturer narrative:
Unknown when malfunctioned or non-union began. 510k: this report is for an unknown cortex screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) used for: the patient experienced a broken screw and nonunion postoperatively requiring revision surgery. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) procedure to treat a humerus fracture was implanted with a synthes 4.5mm narrow locking compression plate (lcp), 7 holes, 134mm, a synthes 2.7mm lcp, 8 holes, 76mm, four unknown 2.7mm cortex screws, and six (6) unknown 4.5mm cortex screws on (B)(6) 2017. Postoperatively, it was identified that two (2) of the 4.5mm cortex screws and one (1) of the 2.7mm cortex screws had broken and the patient had developed a non-union. On (B)(6) 2018, the patient was returned to the operating room where the implanted hardware was removed and the patient was revised with two (2) unknown large fragment lcp plates and an unknown quantity of unknown screws. The procedure was completed successfully this complaint involves two (2) devices. This report is 1 of 2 for (B)(4).